Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the tubing is coming out of the connector, no further details. Limited information provided. A picture was provided which indicates potential blood leakage. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned for evaluation. Upon visual examination, the set was noted to be disconnected at the bonded joint between the tubing and female adapter. The returned sample visually confirmed disconnection at the bonded joint between the tubing and female adapter. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.